Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she crashed on her mountain bike and an hour later the insulin pump alarmed button error. She removed and reinserted the battery and received an unexpected restart alarm. The alarm history could not be checked due to the buttons not responding. Blood glucose value was normal. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to buttons not responding.